Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 3 days post-operative a deep endometriosis procedure with laparoscopic rectosigmoidectomy, the patient was re-admitted into the hospital and operated on urgently as there was a staple line opening in the patient's rectum. A temporary protective colostomy was performed along with a exploratory laparotomy procedure to resolve the issue. The patient also experienced peritonitis which required administration of antibiotics.